Manufacturer narrative:
Additional information: b5; d11. Manufacturer's investigation conclusion: the report of a battery module fail:b1 alert was confirmed through the analysis of a data log file retrieved from the returned centrimag 2ng gen primary console (sn (B)(6)). Per the log file, on november 17, 2019 the console was supporting a system for over 745 hours without any issues. However, at ~7:39am on (B)(6) 2019 the console alarmed with a battery module fail:b1 alarm as a result of the internal battery being briefly captured as disconnected and activating a sf_sps_battery_modul_fail sub-fault. This condition resolved itself within 26 seconds of activating and did not re-occur throughout the remainder of the log file. During this event the console supported the pump at the set speed, as designed. The log file did not capture any events which would indicate a motor related issue. The centrimag motor used during the reported events was not returned for analysis. Multiple attempts to obtain the product did not receive a response. As a result, the root cause of the reported event could not be correlated to a motor related issue. However, the investigation of the returned centrimag 2nd gen primary console (sn (B)(6)) confirmed and reproduced the reported event, correlating it to the console's battery connector being disconnected. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual (us) section 9.3-"recommended preventative mainteanance" states "the user may not replace the internal battery without proper training by thoratec or its distributor. Please request assistance by calling thoratec customer service if the internal battery requires replacement." Section 9.4-"battery maintenance procedure" outlines the battery maintenance procedure and indicates that the battery maintenance procedure should be performed every 6 months. This section also warns that if the system displays the message battery charger fail or battery module fail after battery maintenance is performed, then do not use the system. Section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Section 10-"emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Section 12.1-"appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Centrimag 2nd generation primary console is in manufacturer report number#2916596-2019-05567.

Manufacturer narrative:
Patient information not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a battery failure alarm were observed on (B)(6) 2019. At that time there was nothing in the room that could have bumped and caused the issue. Everything was plugged into red outlets and both consoles were showing that they were properly connected to the wall. Once a quick assessment of the patient, pump, and console was completed, they placed the patient on the backup console and pulled the console. Additional information was requested but not yet provided.